Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82186569 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During an intervention, a .018" 5mm x 12mm x 80cm palmaz blue on slalom balloon-expandable stent delivery system (sds) was intended to be used; however, inside the target vessel, the balloon could not be inflated. During this action, the stent slipped off the balloon and could not be withdrawn through the non cordis sheath again. The stent had to be snared out and another palmaz blue sds was used to complete the procedure. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was stored and handled according to the IFU. The device was prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion was the right ventricular outflow tract (rvot). The target lesion vessel diameter was 3-5mm. A non cordis sheath introducer was used. The target lesion was stenosis of the rvot. The lesion was not calcified nor tortuous. The stent delivery system did not have to pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The device will be returned for analysis.

Manufacturer narrative:
During an intervention, a .018" 5mm x 12mm x 80cm palmaz blue on slalom balloon-expandable stent delivery system (sds) was intended to be used; however, inside the target vessel, the balloon could not be inflated. During this action, the stent slipped off the balloon and could not be withdrawn through the non cordis sheath again. The stent had to be snared out and another palmaz blue sds was used to complete the procedure. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device was stored and handled according to the instructions for use (IFU). The device was prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion was the right ventricular outflow tract (rvot). The target lesion vessel diameter was 3-5mm. A non cordis sheath introducer was used. The target lesion was stenosis of the rvot. The lesion was not calcified nor tortuous. The stent delivery system did not have to pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. Thrombus was not present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The product was returned for analysis. Per visual analysis, the balloon was received deflated and with stent struts marks on the balloon surface. This indicates that the device complied with the stent crimp process. The stent was included in the packaging with a bent over condition. Two damages were noted, a compressed/crushed condition located at 40 cm from the distal tip and a kinked/bent condition located at 58 cm from the distal tip. No others damage or anomalies were noted. A functional analysis could not be performed due to the balloon¿s used and non-pleated condition. A balloon profile analysis could not be performed due to balloon¿s used condition. Per dimensional analysis, the device was found within specification. A microscopic analysis was not performed. A product history record (phr) review of lot 82186569 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds~ inflation difficulty - unable to inflate¿ was confirmed, due to the severe compressed and kinked conditions per visual analysis. The reported ¿stent - dislodged¿ was confirmed by the stent struts marks on the balloon surface indicating that the device complied with the stent crimp process. It is unknown whether the stent damage occurred before, during or after the procedure as there is no description of this occurring from the operator. The reported ¿stent delivery system (sds)~ withdrawal difficulty - through guide/sheath¿ was not confirmed since the functional test could not be performed, however the dimensional analysis results for proximal seal od were found within specification. The exact cause of the reported events could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to the reported conditions. According to the IFU, which is not intended as a mitigation of risk, ¿if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. The cordis palmaz blue .018 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree.¿, thus indicating the off label usage for the treatment of the rvot. Neither the phr nor the product analysis suggests that the reported failure could be related to the design or the manufacturing process; therefore, no corrective or preventive actions will be taken at this time.